Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. Log file analysis revealed no anomalies within the analyzed period. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed cracks in the outer sheath and damage to the inner lumen of the driveline, resulting in exposed wires. Additionally, the visual evidence revealed discoloration of the outer sheath and damage to the strain relief. A driveline sheath repair was performed to mitigate the conditions reported. As a result, the reported event was confirmed. Based on historical review of similar events, the most likely root cause of the outer sheath damage and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the inner lumen damage may be attributed to the handling of the device and/or wear over time af ter the sheath damage left the inner lumen exposed. Based on the available information, the most likely root cause of the driveline strain relief damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device driveline (dl) cable exhibited a fracture point, driveline sheath damage was observed, and a section of cable without insulation was visible. The cracks/fractures points were found 4,6 and 8 cm from the strain relief, in some areas the inner lumen was slightly damaged. The driveline cover was inspected and could be pushed back without much force. A dl sheath repair was performed. The dl remained implanted and in service. No patient complications have been reported as a result of this event.